Manufacturer narrative:
Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. Troubleshooting identified that once a spare battery pack was installed, the AED powered on and issued a low battery warning. Although the AED reported a low battery warning with the spare battery pack installed, the device still has sufficient charge to deliver therapy. The customer was advised to remove the AED from service until a replacement battery pack was installed. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.